Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient is requesting an ipg explant. Per the patient, their lead migrated a few years ago (reference MFR report numbers: 1627487-2019-06657, 1627487-2019-06658). Surgical intervention may be pending to address this issue.